Event description:
Info reasonably suggests that during resident self-repositioning, the resident's right leg slipped off of the mattress. It appears that the resident slid towards the floor between the bed rail and the mattress.. Her body was found positioned between the side rail adn the mattress.